Manufacturer narrative:
(B)(4). Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that where the reservoir goes in insulin pump had broken off piece. Customer¿s blood glucose was unknown. Customer stated that reservoir seems to be locking into the pump still. Insulin pump will be return for analysis.